Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2016-00427, 00428) for devices related to the same event.

Event description:
It was reported by the medical personnel patient began having electrical fault alarms on (B)(6) 2015, he was implanted on (B)(6) 2015. Patient has remained in the hospital since the implant. Logfiles were sent, report showed 3 electrical fault alarms were recorded on (B)(6) 2015 at 20:28, 20:30 and 20:47.clinical engineering advised that these logfiles were consistent with driveline contamination. Clinical engineering to arrive on site on (B)(6) 2016 to perform a cleaning procedure. Patient remains in the hospital and investigation is ongoing.

Manufacturer narrative:
Log file analysis review date: 12/31/2015: normal power consumption. Additional notes: 18 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.5 lpm. 1 high watt alarm was logged on (B)(6) 2015 at 08:22:38. The high watt alarm limit is currently set to 6.0 w. 3 electrical fault alarms have been logged at the following times: (B)(6) 2015 at 20:28:26, (B)(6) 2015 at 20:30:55, (B)(6) 2015 at 20:47:31 additional information - the site had no information on past medical history. The diagnosis of stroke was not confirmed. CT scan of head with no changes noted on (B)(6) 2015. No seizure activity on eeg on (B)(6) 2015. As of (B)(6) 2016, the patient is still in the intensive care unit doing well neurologically. The patient has no residual neurological deficit and reportedly had full recovery. The medical team deemed this as not related to device and could not say it was not related to the procedure with 100% certainty. The future plan is to discharge the patient to rehabilitation facility to wean off the tracheal tube. Most likely cause is the vad implant surgical procedure itself rather than the device use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.